Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were h6: mechanical (g04) - impactor. Reported event was confirmed by review of picture provided. Visual evaluation of the device picture shows the impactor head has disassembled from the impactor handle. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the screw that holds the impactor tip becomes loose. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.